Manufacturer narrative:
(B)(4). The exact age of the patient is unknown; however, it was reported that the patient is in their 30¿s. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and gentamicin (dose, route and frequency not reported). The culture was found to be asperigillus so an unknown anti-fungal treatment (dose, route and frequency not reported) was started and the pd catheter was removed. The cause of the peritonitis and outcome was not reported. No additional information is available.